Event description:
It was reported that the ilet failed to connect to a dexcom g7 sensor while the dexcom mobile app showed connection, and after an ilet restart the continuous glucose monitoring data were no longer visible on the ilet until the user switched cgm settings from g7 to g6 and back to g7, after which the sensor was restarted and glucose values displayed. Symptoms included no hypoglycemia or hyperglycemia, with blood glucose reported at 134 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education that guided cgm reconfiguration and sensor restart. Investigation of this case revealed a pairing or communication issue between the ilet and the dexcom g7 that resolved with device setting reconfiguration and sensor restart, indicating transient connectivity or software-related interaction rather than hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interaction consistent with software communication behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.